Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture due to increase of capture threshold. Furthermore, the ra lead exhibited high pacing impedance. The ra lead was capped and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.